Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
2022-may-13 rtg0304388 (con): information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was pt stated he needs to get programming done to get stim device to cover more area. The pt stated he is having more pain in other areas - lower back extreme pain and down back of legs and his "rear end" since 6-7 months ago. The pt stated the pain in his legs has been off and on for several years now. The pt stated he used to be able to walk a mile a day but now pt cannot barely make it in the grocery store with his wife because his back is hurting so bad. The patient was redirected to healthcare provider (hcp). 2022-may-18 rtg0304388 (con): pt called back stating they needed to see a field representative because pt was told by their doctor that their stimulation therapy could be expanded. Pt had an appointment on (B)(6) where they were getting shots in their back and that a representative could be at. Ps provided pt with nas phone number and redirected pt to hcp. 2023-jun-05 rtg0304388, rtg0449428 (con): additional information was received from the patient. Caller was extremely escalated and called back screaming and saying profanity- caller stated they want to have the device removed from their body. Caller stated the device does not work or help them and is a piece of junk that will not hold a charge for more than a few hours. Caller also mentioned they have not been able to get a hold of their representative. The patient was redirected to their healthcare provider to further address the issue. Caller stated the doctor told them to call mdt. Caller continued to scream and then disconnected the call. Two days later the pt called in very escalated and stated he is getting his implant removed next week because "it is a piece of crap". On (B)(6) 2023, e1 (rep): rep reported the patient was frustrated and did not allow her to work with him. However, he mentioned he planned to remove the device from his body himself if his physician refused to do it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was pt stated he needs to get programming done to get stim device to cover more area. The pt stated he is having more pain in other areas: lower back extreme pain and down back of legs and his "rear end" since 6-7 months ago. The pt stated the pain in his legs has been off and on for several years now. The pt stated he used to be able to walk a mile a day but now pt cannot barely make it in the grocery store with his wife because his back is hurting so bad. The patient was redirected to healthcare provider (hcp). Pt called back stating they needed to see a field representative because pt was told by their doctor that their stimulation therapy could be expanded. Pt had an appointment on june 3rd where they were getting shots in their back and that a representative could be at. Ps provided pt with nas phone number and redirected pt to hcp. Additional information was received from the patient. Caller was extremely escalated and called back screaming and saying profanity- caller stated they want to have the device removed from their body. Caller stated the device does not work or help them and is a piece of junk that will not hold a charge for more than a few hours. Caller also mentioned they have not been able to get "a hold" of their representative. The patient was redirected to their healthcare provider to further address the issue. Caller stated the doctor told them to call mdt. Caller continued to scream and then disconnected the call. Two days later the pt called in very escalated and stated he is getting his implant removed next week because "it is a piece of crap".